Manufacturer narrative:
An investigation of the reported condition was performed on (B)(4) 2015 by (B)(4). One scd express compression system was returned for investigation for the reported condition of; the customer states that the power cord was cut down to the bare wires. Initial inspection found the power cord showed it was externally damaged and had damaged the insulation on the internal wires exposing the copper conductors, confirming the reported condition. There was no signs of arcing to the exposed copper wiring indicating the unit was not connected to a live circuit. However, the exposed wires produce a high risk of electrical shock to the clinical staff and patient. The root cause of the damaged insulation can be attributed to the pinching of the ac power cord. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord needs to be replaced to correct the problem. Further inspections found the power supply and front case were damaged. The power supply and front case needs to be replaced to correct the problem. Product scd express was manufactured in 2008. A review of the device history records shows this device was released meeting all manufacturing specifications. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
The customer states that the power cord was cut down to the bare wires.

Manufacturer narrative:
Submit date: 02/23/2015. An investigation is currently underway. Upon completion, an updated investigation will be provided.